Event description:
It was reported that during a proximal and distal, ramus interventricularis anterior (riva) coronary artery stenting procedure, both a 3.0x15mm and a 3.0x23mm xience pro stent were placed at the target lesion sites. Post stent deployment, resistance was met while pulling back and removing both the fully deflated balloons from their deployed stents. The physician used force and pulled back the sds's several times to detach the balloon from their deployed stents. After several attempts, both of the sds's were able to be removed. There was no report of any damage to either sds. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: ebu 6f; stent: rx xience pro 3.0 x 15 mm. The rx xience pro 3.0 x 15 mm stent mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.